Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.50x32mm promus element (tm) plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal of the device, the stent struts became deformed and barbed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were stretched and bent. The stent struts were stretched past the distal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal of the device, the stent struts became deformed and barbed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.